Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The customer changed the battery and infusion set but the insulin pump would not rewind. The no delivery alarm was resolved with a complete set change. Customer's blood glucose level was 427 mg/dl. She treated her blood glucose level with a shot. The customer noticed the insulin in the vial was hardened and not liquid. When she turned the vial, insulin was stuck at the top. The customer was advised to revert to backup plan until she received new insulin. The device was not returned.